Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the middle of the first inflation at 4 atmospheres. The device was removed without problem and the procedure is completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.